Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eight days post a real time ultrasound guided port placement via the right subclavian access, the patient allegedly experienced swelling at the port site and the port allegedly had extravascular leakage. It was further reported that a partial breakage was allegedly confirmed to the catheter at a position of approximately ten centimeters from the port body and the port allegedly had aspiration issue. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that one year and eight days post a real time ultrasound guided port placement via the right subclavian access, the patient allegedly experienced swelling at the port site and the port allegedly had extravascular leakage. It was further reported that a partial breakage was allegedly confirmed to the catheter at a position of approximately ten centimeters from the port body and the port allegedly had aspiration issue. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be granular on both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. Aspiration was attempted and was unsuccessful as water did not fully return into the in-house syringe. A kink was noted to the catheter. Therefore the investigation is confirmed for the reported fracture, fluid leak, suction and the identified naturally worn and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.